Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the priming process; insulin is also streaming out. Customer stated that he may have dropped the insulin pump. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.